Event description:
It was reported that the ilet bionic pancreas was dropped, resulting in a cracked, unusable touchscreen and inability to unlock the device, which aligns with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with physical damage leading to a device fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.